Event description:
Boston scientific received information that this system was exhibiting noise on the right ventricular (rv) channel when the patient was at rest. The noise was being oversensed, which resulted in syncopal episodes. The noise could not be reproduced with isometrics and threshold measurements were stable. The pacing impedance measurements have varied between 400 and 800 ohms. The device sensitivity was increased and a revision procedure will be performed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A revision procedure was subseqently performed and the pace-sense portion of the competitive right ventricular (rv) lead was surgically abandoned. A new pacing lead was implanted without issue. There was no visual observation of lead failure, either by direct visualization or fluoroscopy. The patient tolerated the procedure well and there were no further adverse events for the patient. She was discharged home the following day. This product issue will be updated if additional information is received.